Event description:
Healthcare professional reported, left side rupture. Discovered, during explant surgery. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. Device has been replaced.